Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 418 mg/dl. She reported that the tubing was kinked and that she had fast food for lunch. Customer treated with manual injection and declined troubleshooting for high blood glucose. Nothing further was reported.